Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.18mm. The grips were not found to be cracked. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling. The complaint regarding jaws not grasping properly was confirmed by failure analysis. The probable root cause of a dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not grasp properly. The procedure was completed with no reported injury.